Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported there was a loss of therapy. The patient was not feeling stimulation when she increased stimulation and therapy was on. A fall was reported that could have been related to the issue as the patient noted that she fell once or twice over the winter. The patient noted that there were other groups available. The patient adjusted stimulation while on the call with patient services. The patient's leg was at 3.5 v and she was not feeling stimulation. The right leg was at 1.6 v and she increased stimulation to 4.4 v and she could feel stimulation. The patient was not feeling stimulation on the left leg, but was feeling stimulation on the right leg. The patient noted that she normally did not notice the stimulation, but she was not feeling the best in the past month or two and decided to use the patient programmer (pp) to adjust the stimulation. It was noted that these issues began in (B)(6) 2016. Patient services recommended for the patient to contact her healthcare provider (hcp) for her symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.